Event description:
It was reported that during removal, resistance was encountered between the v-14 wire and the balloon. A v-14 control wire was used for treatment. During the procedure, the physician used a non-(B)(6) balloon over the v14 wire but when attempting to remove the balloon catheter, it got stuck with the v-14 wire making it difficult to remove. Both the wire and the balloon were removed from the patient, together as one unit and the procedure was completed. No patient complications were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).